Event description:
Caller reported that insulin gauge displayed a different amount than expected, specifically, a static fill estimate issue of 26 units. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller on the cause, explaining that this can occur due to a variance in measured pressures and that the fill estimate would adjust once the remaining insulin matched the displayed static number. The caller understood and acknowledged the explanation.